Manufacturer narrative:
D2b: pro code (product code): fge, lit, e1: initial reporter phone: (B)(6), g4: premarket / 510(k) #: k141521, k141597. Device technical analysis: upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A complete balloon circumferential tear was identified located at the proximal balloon sleeve. The balloon material was also torn longitudinally beginning at the circumferential tear and extending for approximately 40mm distally across the balloon material. No other issues were noted with the balloon material. As per specification, the rated burst pressure for this device is 24 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review was completed and confirmed that the event of balloon - material rupture was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous artificial arteriovenous fistula balloon dilatation in left forearm under local anesthesia. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was burst before reaching the bursting pressure. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported the 80% stenosed target lesion was located in the moderately tortuous vessel.

Manufacturer narrative:
B5: describe event or problem : updated e1: initial reporter phone: (B)(6). D2b: pro code (product code): fge, lit g4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous artificial arteriovenous fistula balloon dilatation in left forearm under local anesthesia. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was burst before reaching the bursting pressure. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported the 80% stenosed target lesion was located in the moderately tortuous vessel.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous artificial arteriovenous fistula balloon dilatation in left forearm under local anesthesia. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was burst before reaching the bursting pressure. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.